Manufacturer narrative:
The field service representative checked the instrument and cleaned the obstructed cuvette washer, the nozzle, c4, #1, #4, #5 which resolved the issue. A review of the analyzer's service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the cuvette washer was cleaned. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer observed imprecision on the alinty c processing module. The following data was provided: patient 1: initial calcium result of (B)(6). Patient 2: initial calcium result of (B)(6). Patient 3: initial co2 result of (B)(6). Calcium normal range 8.2 - 10.4 mg/dl. Co2 normal range 20 - 30 meq/l. No adverse impact to patient management was reported.